Event description:
It was reported that the device was explanted due to unknown reasons. The implant duration was less than a month. No further details were provided.

Manufacturer narrative:
At 08/25/2009 there has been no response received from the surgeon despite our repeated attempts to contact for return of product and additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.